Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint error (B)(4). In logs, the 31009 and 22037 errors were found indicating instrument sensors missing. A tool was fully detected but then lost 1 or more but not all of the tool sensors for 3+ seconds and log_high_variance_encoder on the universal surgical manipulator (usm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 31009 error was triggered indicating fault on the carriage. The unit was then installed onto a patient fixture test platform where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the axes controller carriage instrument board (acci) assembly and presence pins were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure using an xi system, the universal surgical manipulator (usm) arm 3 did not initially recognize the sterile adapter (sa) or instrument. The site replaced the sa, but the issue persisted. After performing a power cycle, the system began reading instruments and the sa without any issues, and the site proceeded with the case. Later, an operating room (or) staff contacted technical support again after the procedure, reporting that the site had to shut down the system multiple times. The caller stated that a reboot was required for each instrument swap on arm 3 due to drape error messages. Replacing the drape did not resolve the issue, and inspection of the arm sensing pins revealed no problems. The procedure was completed with no report of patient injury. The caller noted that the site planned to use the camera in arm 3 to minimize instrument exchanges for the following procedure.